Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, a quantum 2 controller displayed an f4 error code. Surgery resumed after a delay greater than 30 minutes, of 1 hour and 20 minutes in total, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: d4 and h6: medical device problem code updated. H3, h6: the reported device was received for evaluation. Visual inspection of the returned device show an untouched warranty which is in its original condition. The manufacturing date of the controller is rev.r ¿ 2023-01-03. No visible manufacturing abnormalities were found. During functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with a acoustical sound and the red attention led; the failure could not be reset. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors, which could have contributed to the reported event, include a power surge in the controller or a failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. Factors that could have contributed to the reported event include a power surge in the controller or failure of an internal component. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a power surge in the controller or failure of an internal component. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.